Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 to treat lower back pain. After having the system in use for approximately 17 months, the firm was notified that the patient was scheduled for a full explant due to impending MRI testing. A full system explant was performed on (B)(6) 2024.

Manufacturer narrative:
Review of the patient records found no history of complaints or any allegations of system or component failure or malfunction. The reason for the MRI testing is unknown to the firm, but there is no indication that it is related to the nalu system. Explant procedure is due to patient condition and no related to the device.